Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of extreme swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of edema: 6. Adverse events b. 1-year post-approval study of juvéderm voluma® xc all device/injection-related aes after repeat treatment were mild to moderate, required no action, and resolved without sequelae. Generally, device/injection-related aes were less severe after repeat treatment compared to initial/touch-up treatment, and most resolved within 3 months. Similar to the initial/touch-up treatment, 3 subjects experienced a device/injection-related ae that lasted more than 180 days, but all resolved without requiring any treatment. Device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). Of the 121 subjects who completed the 12 months of follow-up after repeat treatment, none experienced any late onset device/injection-related aes (those occurring more than 1 month after repeat treatment). There were no device/injection-related serious adverse events after repeat treatment.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the cheeks. Two days after the injection, the patient developed extreme swelling in the cheeks. Patient was treated with hyalase 3 times over the next three days. Symptoms have resolved.